Manufacturer narrative:
On (B)(6) 2021 customer returned insulin pump for an alleged motor error alarm, cracked screen, cracked display window corner. The device alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime and compromised force sensor system test, excessive no delivery test or verify prime and fill anomaly due to motor error alarm. However, the device passed rewind test and displacement test. The insulin pump history download using thds was successful. However, displayable history crc check failed on startup alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Displayable history crc check failed on startup alarms are due to the insulin pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap and reservoir does lock into place. The device had cracked liquid crystal display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, stained address and serial number label and missing end cap sticker. Unable to verify prime and fill anomaly due to motor error alarm. Motor error alarm due to loose or protruded drive support disk confirmed. The device cracked liquid crystal display window and cracked case at display window corners confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin. Customer stated that there was a motor error alarm. Customer stated that there was a crack on the screen of insulin pump. Customer stated that the insulin pump was unable to completed the fill tubing process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.